Manufacturer narrative:
Other, other text: additional information h6 (patient code). Additional information received by smiths medical on 29-oct-2020 via email that there was no patient involved.

Manufacturer narrative:
The device was returned for evaluation. The device was given functional testing and found to meet with specifications. The event history log was downloaded and examined; this showed a "backup audible alarm" entry but the issue did not recur during testing.

Event description:
It was reported the device gave a "back up audible" alarm. No adverse effects reported.